Event description:
Related to (B)(4). The hospital reported that during preparation for an endoscopic vessel harvesting procedure, hst iii system (3.8mm) seal was difficult to fold and would not stay in the intended position during loading phase between the second and third steps. A new device was opened to perform the procedure, and the same issue occurred. A third device was opened to complete the procedure which worked. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the devices. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal was observed in the loading device window in a rolled state. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be intact with no visual defects observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. ¿specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376109 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.